Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: the up arrow and contrast buttons had an intermittent response and were sticking and required multiple button presses. The down arrow and ok buttons responded properly. There was no visible damage to the keypad. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the keypad complaint, there was a crack in the battery compartment. There was no issue with power loss and no moisture damage found in the battery compartment. Also unrelated, the display was dim and discolored. The contrast setting was increased to the maximum with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow button was intermittently responsive. The reporter stated that the keypad is intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.